Event description:
It was reported that a revision surgery was performed due to pain. The patient had itb syndrome. The doctor consider that itb syndrome and pain were not caused by the product. The patient had originally knee valgus.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation, and the reported event could not be confirmed. A review of the device history records for the reported batches did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Although there were no prior complaints for three of the four reported devices. A clinical analysis indicated that this complaint from japan reports a revision of a hip secondary to ¿itb traction syndrome and severe pain¿. Reportedly, ¿the doctor considered that itb syndrome and pain were not caused by the product¿. It was communicated that no clinical/medical documentation or x-rays would be forthcoming for this investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. The risk management file and instructions of use for the product were reviewed. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. If new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.be re-opened. We consider this investigation closed.